Manufacturer narrative:
No devices returned for evaluation as they are still in-situ with no revision planned. Review of the reported event and conversation with the surgeon discovered the patient experienced a substantial fall that appears to be the root cause of the product failure. No additional investigation required. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
Implant migration. Patient reportedly fell, no revision surgery planned.